Event description:
It was reported that the patient presented in clinic for a routine device check. Upon interrogation, it was noted that the pacemaker exhibited inappropriate magnet response. Programming changes were made to disable the magnet function. The patient was in stable condition.